Manufacturer narrative:
Omit : b17 - device not returned, b15 - analysis of information provided by user/third party. Note that this report lists imdrf annex a040502, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the patient was on insulin drip and a new bag was hung at 1803. The user entered volume to be infused amount ¿85ml¿ and the rate has not change, remained 4units/hr. (4ml/hr.). However, at 1840 the bag was found to be empty, and the pump module was being ¿channel error¿. There were no leaks on the floor or near the patient. Per report, the patient was ¿conscious, following commands, asking to drink water.¿ blood sugar was checked, the result was ¿4.6mmol/l¿. The physician was made aware. Repeat blood sugar check was done at 1849 and the result was ¿2.3 mmol/l¿ (hypoglycemia). Blood was drawn to check ¿insulin level, potassium level, extended abg.¿ patient was given dextrose 25 grams and was started on dextrose infusion 10% at 40ml/hr. Blood sugar level check was repeated at 1905, the result was ¿9.6 mmol/l¿. The physician was made aware and ordered to check the blood sugar level every 1 hour.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was on insulin drip and a new bag was hung at 1803. The user entered volume to be infused amount ¿85ml¿ and the rate has not change, remained 4units/hr. (4ml/hr.). However, at 1840 the bag was found to be empty, and the pump module was being ¿channel error¿. There were no leaks on the floor or near the patient. Per report, the patient was ¿conscious, following commands, asking to drink water.¿ blood sugar was checked, the result was ¿4.6mmol/l¿. The physician was made aware. Repeat blood sugar check was done at 1849 and the result was ¿2.3 mmol/l¿ (hypoglycemia). Blood was drawn to check ¿insulin level, potassium level, extended abg.¿ patient was given dextrose 25 grams and was started on dextrose infusion 10% at 40ml/hr. Blood sugar level check was repeated at 1905, the result was ¿9.6 mmol/l¿. The physician was made aware and ordered to check the blood sugar level every 1 hour.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. The reported issue alleging the occurrence of an over infusion could not be confirmed because the requested devices and the associated device logs were not provided to bd for analysis. ¿ the facility only provided screenshots of the complaint information that is also captured as the incident description in the complaint file. ¿ the cause for the patient¿s reported blood sugar levels could not be identified. ¿ the report that there was a channel error could not be confirmed for the same reason, no product or device logs were provided to bd for analysis. ¿ the complaint file will be re-opened should the facility provide additional information such as the requested device logs or the incident devices. ¿ no further investigation of this event is possible currently. ¿ the device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the alleged over infusion of insulin was not able to be identified. Despite of multiple attempts, the requested devices and the associated device logs were not provided by the facility for analysis.

Event description:
It was reported that the patient was on insulin drip and a new bag was hung at 1803. The user entered volume to be infused amount ¿85ml¿ and the rate has not change, remained 4units/hr. (4ml/hr.). However, at 1840 the bag was found to be empty, and the pump module was being ¿channel error¿. There were no leaks on the floor or near the patient. Per report, the patient was ¿conscious, following commands, asking to drink water.¿ blood sugar was checked, the result was ¿4.6mmol/l¿. The physician was made aware. Repeat blood sugar check was done at 1849 and the result was ¿2.3 mmol/l¿ (hypoglycemia). Blood was drawn to check ¿insulin level, potassium level, extended abg.¿ patient was given dextrose 25 grams and was started on dextrose infusion 10% at 40ml/hr. Blood sugar level check was repeated at 1905, the result was ¿9.6 mmol/l¿. The physician was made aware and ordered to check the blood sugar level every 1 hour.

Manufacturer narrative:
Correction: unique identifier (UDI) #. Added pi to the unique device identifier (UDI)# field. Additional information : imdrf annex a,c,d and g codes. Note that this report lists imdrf annex a0709, g04037, g0301204, c16, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the patient was on inasulin drip and a new bag was hung at 1803. The user entered volume to be infused amount ¿85ml¿ and the rate has not change, remained 4units/hr. (4ml/hr.). However, at 1840 the bag was found to be empty, and the pump module was being ¿channel error¿. There were no leaks on the floor or near the patient. Per report, the patient was ¿conscious, following commands, asking to drink water.¿ blood sugar was checked, the result was ¿4.6mmol/l¿. The physician was made aware. Repeat blood sugar check was done at 1849 and the result was ¿2.3 mmol/l¿ (hypoglycemia). Blood was drawn to check ¿insulin level, potassium level, extended abg.¿ patient was given dextrose 25 grams and was started on dextrose infusion 10% at 40ml/hr. Blood sugar level check was repeated at 1905, the result was ¿9.6 mmol/l¿. The physician was made aware and ordered to check the blood sugar level every 1 hour.

Event description:
It was reported that the patient was on insulin drip and a new bag was hung at 1803. The user entered volume to be infused amount ¿85ml¿ and the rate has not change, remained 4units/hr. (4ml/hr.). However, at 1840 the bag was found to be empty, and the pump module was being ¿channel error¿. There were no leaks on the floor or near the patient. Per report, the patient was ¿conscious, following commands, asking to drink water.¿ blood sugar was checked, the result was ¿4.6mmol/l¿. The physician was made aware. Repeat blood sugar check was done at 1849 and the result was ¿2.3 mmol/l¿ (hypoglycemia). Blood was drawn to check ¿insulin level, potassium level, extended abg.¿ patient was given dextrose 25 grams and was started on dextrose infusion 10% at 40ml/hr. Blood sugar level check was repeated at 1905, the result was ¿9.6 mmol/l¿. The physician was made aware and ordered to check the blood sugar level every 1 hour.

Manufacturer narrative:
Additional information: imdrf annex a, c, d, g codes. Note that this report lists imdrf annex a0404, g0301201, c070606, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.